Event description:
Pt's wife, dawn reports cadd legacy pump sn (B)(4) alarmed this morning couple of hrs after they changed to new pump. Pt was able to successfully switch to back up pump and did not have any interruption in therapy. Pharmacy will be shipping replacement pump and pt has been instructed to return malfunctioning pump to pharmacy. No other info is known. The error did occur while in use but did not result in any harm to the pt. The malfunctioning pump will be returned to pharmacy and pharmacy shipped replacement pump. Dose or amount: 19ng/kg/min, frequency: 89 ml/hr, route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.